Event description:
(B)(4). I started with a lot of pelvic pain, my periods are very abundant and painful, depression for having this problem and that can not solve even at this time, the doctor what you want to do is remove my uterus which is why all the uncontrol that I have but I know not, that my whole problem started when I put the essure.